Event description:
It was reported that the connection tube and pressure gauge detached during patient use. While no patient harm or injury was reported, recurrence of this issue could potentially delay infusion therapy and lead to patient harm.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 07 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint - (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury the complaint reported an issue where "the connection tube and pressure gauge detached during use." CAPA-00442 was initiated to cover this particular issue/part and lot; therefore, no further actions were required based on the customer feedback. A risk assessment was performed, and the ultimate risk was determined to be low which does not require reporting to the CAPA review board. This is the fourth complaint reported for part number zit-520-5, "disconnection/connection issue(s)" failure mode. There were thirty-five complaints reported for part number zit-520-5 during the same timeframe for other failure modes. We will continue to monitor trends during our periodic complaint review meetings.

Event description:
It was reported that the connection tube and pressure gauge detached during patient use. While no patient harm or injury was reported, recurrence of this issue could potentially delay infusion therapy and lead to patient harm.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 07 march 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.